Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump¿s sleep/wake button became unresponsive over several days, requiring the user to place the device on a charging pad to wake the screen, and a video was provided confirming the behavior. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included replacement of the device, provision of a return shipping label, user instruction to shut down the device to avoid further alerts, and education that data would not transfer to the replacement and that the user could continue cgm use. Investigation included customer-service troubleshooting with user-provided evidence and collection of the device for evaluation. Investigation of this device was confirmed and revealed a failure of the user interface control (sleep/wake button) that impaired device accessibility without triggering alarms, with the affected component associated with the device¿s external control/button assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure.